Event description:
It was reported that upon filter deployment, it was identified that all of the filter legs were crossed. There did not appear to be any clots present on the cava at the time of the filter deployment. The filter was retrieved and a second filter was implanted through the same access site without any complication. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter and the delivery system were discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.